Manufacturer narrative:
After further evaluation, it was determined that the root cause was due to normal wear from use and servicing over time.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the small battery drive device run rough but still functional, the triggers were a little sticky (but still passed the pre-repair diagnostic assessment), there was debris (black material) found on internal components, the electric control unit wires insulation was damaged, and contacts and motor and other internal parts were corroded. It was noted in the service order that these are non-failures; the device passed pre-repair diagnostic assessment. Therefore, the reported condition was not confirmed and the assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device overheated. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however it was reported that the event occurred in the year 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.